Event description:
It was reported that the device became stuck in the vessel and could not be removed. The target lesion was located in a 360 degrees calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 12 atmospheres and deflated. However, the device became stuck in the vessel and could not be removed. The balloon was inflated and deflated multiple times and then the physician attempted to dislodge the balloon with a wire next to it. Furthermore, the physician cut the shaft and advance a snare over the shaft and wired down to secure the balloon to push and pull the device out of the body. The procedure was completed using a non-boston scientific device. No patient complications were reported.